Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient began treatment with injection of vancomycin (2 gram stat, then every fourth days), and injection ceftazidime (2 gram stat, then 2 gram at bedtime). Dianeal therapy was ongoing. At the time of this report antibiotic therapy was ongoing; the patient remained hospitalized and was recovering from this peritonitis event. No additional information is available.